Event description:
On 06/28/2023, it was reported by a sales representative v4ia sems that an ar-8330h hand control is not working properly. This occurred during a case. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a defective motor. This was attributed to normal wear and tear.